Event description:
Caller reports the expiration date on the aviva test strip vial is 3/31/08. Manufacturer reports the expiration date as 05/31/08. No adverse event reported. Requested return of suspect device and replacement was sent.